Event description:
Caller reported, "needle and needle hub came out of the syringe while filling cartridge". Insulin got into patients eye, but no medical intervention was needed. Customer washed out eye immediately. The resolution was a change of the syringe and needle to successfully filled a cartridge with insulin.

Manufacturer narrative:
(B)(4). - lot number was not provided and no further information is available; therefore further investigation is not possible.